Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the clip assembly separated from the deliver catheter; however, a considerable amount of manipulation was required in order to release it. The procedure was completed after placing another clip using a second resolution clip device. No patient complications resulted from this event. The patient's condition was reported as being stable following the procedure.

Manufacturer narrative:
Patient age/date of birth is unknown. However, patient was over 18 years old. Component relates to device for the reported event of clip difficult to separate from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.